Manufacturer narrative:
Concomitant medical products: product ID: pnma01411a004, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger belt was broken. It was further reported that when they first got their implant they only needed to recharge every 5 days, for the last 6-8 months the patient had to charge every 2-3 days. The patient inquired if there was a way to look at the implant to make sure the battery was okay. The patient had not recently been reprogrammed or switched to a new group. They had not increased the parameters, they sated the settings usually stayed the same. The patient was redirected to their healthcare provider to check the implant. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: pnma01411a004, serial# unknown, product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that there were no circumstances that led to the change in therapy. It was determined that the implant needed to be changed and they had not had improvement. Surgical intervention was planned in the coming months. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient. They reported that at least since (B)(6) 2018, their therapy was not working as expected. It was explained that they had the voltage set to 6.0 volts (v) - 6.9v but the stimulation wasn't feeling as strong as it had felt previously. Additionally, since at least (B)(6) 2018, they had noticed they were needing to charge every other day instead of once a week. A request was made to have a manufacturer representative (rep) meet with the patient at their doctor appointment on (B)(6) 2019. An email was sent to reps in the area requesting one meet with the patient at the appointment. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previous supplemental rr should have been updated from "product problem" to "product problem and adverse event". If information is provided in the future, a supplemental report will be issued.